Manufacturer narrative:
MFR contacted user facility rep by telephone after receipt of complaint (itc css# 40501) to review the stated chronology of events and treatment regimen as it related to the MFR's products. Product lot #'s were not able to be ascertained during the discussion. During review, clarified that MFR did not inform users to re-program device and that device is not able to be reprogrammed as reported. Based on review, users also informed that per act+ labeling, hr-act act+) cuvettes are not intended to be used for this level of anticoagulation treatment and that the act device results were as expected and as identified in the MFR's package insert for the product. User did not indicate dissatisfaction with response nor did they indicate a desire to return device for further evaluations.